Manufacturer narrative:
The pump passed the displacement test. The motor error alarmed during basic occlusion test due to loose and or flush drive support disk. The motor was tested outside of the device and passed. The motor position encoder error alarms in the alarm history were due to history file overwritten with spanish software anomaly alarms. The spanish software anomaly alarms were due to a corrupted history file. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call of issues with motor error on his son's insulin pump. The customer's blood glucose level at the time of incident was 137mg/dl. The customer states the presence of a motor position encoder error alarm. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.